Event description:
The customer reported dose distribution irregularities when open profile in air does not contain equidistant points (B)(4). Customer is configuring emc model and for all applicators larger than 15x15, the calculated dose in a water phantom is not giving the dose distribution he is expecting to see. The customer indicates that the isodoses are more a "cigar" shape than a cylinder shape. No serious injury to the pt was reported, as the user observed this event in a (B)(6).

Manufacturer narrative:
The actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.